Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to be for deep vein thrombosis (dvt) with a contraindication to anticoagulation therapy. The filter was implanted via right common femoral vein and placed in an infrarenal position with the tip of the filter at the level of l1-l2. The patient is reported to have tolerated the procedure well and without complications. Approximately ten years and seven months after the filter implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to occlusion that causes injury and damage to the patient. Per the implant records, the filter was indicated for deep vein thrombosis (dvt) and the patient¿s inability to anticoagulate. The right common femoral vein was chosen for access; it was patent and documented with image capture. A cordis trapease inferior vena cava filter was successfully deployed in an infrarenal location, with the tip at the l1-2 vertebral level. Digital radiograph was performed to confirm placement. The patient tolerated the procedure and there were no reported complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and seven months post implantation. The patient reports blood clots, clotting and or occlusion of the inferior vena cava (ivc), and further experienced anxiety related to the filter.